Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that an unspecified number of bd maxplus pressure rated extension set with removable needleless connector experienced flow issues. The following information was provided by the initial reporter: several of the bd maxplus pressure rated extensions set have had flow issues noticed by surgical staff in our hospital. Typically non-existent flow. Use of a new extension set was successful.

Event description:
It was reported that an unspecified number of bd maxplus pressure rated extension set with removable needleless connector experienced flow issues. The following information was provided by the initial reporter: several of the bd maxplus pressure rated extensions set have had flow issues noticed by surgical staff in our hospital. Typically non-existent flow. Use of a new extension set was successful.

Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. The customer complaint of not being able to flush the sets could not be verified due to the product not being returned for failure investigation. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.